Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of failure to capture and no output with the cable manufactured by this company. The cable continuity tests were ok and no intermittent connection was found when the cable was bent/manipulated. The connections were not shorting out between themselves. It was noted that the connector block was contaminated with adhesive and that it was more than two years old and was considered at "end of life."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable was returned to the service center.

Event description:
It was reported that while the external pulse generator (epg) was being used with a patient with complete heart block there was failure to capture and no apparent output. As a result another temporary pacemaker was used. The status of the epg is unknown. No patient complications have been reported as a result of this event.